Event description:
The customer reported being hospitalized due to high blood glucose of 438mg/dl, and she was treated with manual injections and an insulin drip. The customer stated that she was vomiting prior her admission. Troubleshooting was performed. The customer stated that she changed the site and attempted to deliver insulin while connected, but she noted the insulin was leaking around the quick release. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.